Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During product evaluation, the bench repair technician found the mx40 telemetry device had no sound. There was no patient involved.